Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose level was 200 -250 mg/dl. The customer was instructed to leave pump plugged into wall adapter for 30 consecutive minutes to charge.